Event description:
The customer reported via phone call that he had dropped the insulin pump down the stairs as he was walking up and trying to reconnect the pump. Customer's blood glucose was 173 mg/dl at the time of the incident. Customer stated that the lcd screen was shattered and there were multiple cracks. Customer's current blood glucose was 443 mg/dl. Customer treated with a manual injection. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to missing segments. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.